Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 18 days.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient observed dark stools on (B)(6) 2017. On (B)(6) 2017, the patient had presented to the clinic with stable labs. It was reported that the patient was not feeling well and was admitted on (B)(6) 2017. Bright red bleeding per rectum was observed twice. Hemoglobin was 6.9 g/dl and the patient received 2 units of packed red blood cells (prbc). Colonoscopy identified no source, however one polyp was noted and ulcerated mucosa without sitmata of bleeding in the rectum. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. No additional information was submitted. The issue was reported to be on-going. The patient remains ongoing on lvas support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.